Event description:
It was reported that, during a tka, one (1) femoral peg drill is binding to one (1) jrny ii uni resect ap block rm/ll sz 8. The procedure was performed, after a significant delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. For the femoral peg drill, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the jrny ii uni resect ap block rm/ll sz 8, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral peg drill, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. For the jrny ii uni resect ap block rm/ll sz 8, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.